Event description:
The site contacted berlin heart inc. To report that a blood pump change had occurred due to a "punctured membrane". The pump had been changed the night before due to thrombus. At the time of the call, the blood pump had already been changed, and no pictures or videos of the pump were available. According to the site, the patient remained hemodynamically stable throughout the event, and the blood pump maintained complete filling and ejection. The pump is being returned by the site for further evaluation.

Manufacturer narrative:
We have reviewed the production records of the excor blood pump s/n (B)(6). This pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Manufacturer narrative:
We have reviewed the production records of the excor blood pump s/n (B)(6). This pump was produced according to our specifications. Berlin heart received the blood pump for evaluation on 2024-02-12. During initial visual inspection of the returned blood pump, slight reddish-brown discoloration could be detected between the membrane layers, indicating that blood had penetrated. The blood pump was then tested for functional performance. The pump performance met our specifications. The pump was completely filling and emptying, and the membrane movement showed no abnormalities. For further evaluation, the blood pump was disassembled, and individual membrane layers were individually tested. A defect on the blood-side membrane layer of the triple layer membrane was detected. The damage corresponded in appearance to the shape and size of the de-airing needle tip and it was located directly opposite the de-airing port. Only the blood side membrane layer was punctured, whereas the other two layers of the membrane are intact. Dried blood residues were found between the blood-side and the middle layer of the triple-layer membrane. The cause of the defect was most likely an accidental contact of the blood membrane with the de-airing needle when de-airing of the blood pump during pump preparation. It resulted in damage of the blood-side layer of the membrane.